Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The target lesion was located in the severely calcified unspecified lesion. A 20 mm x 2.25 mm quantum maverick balloon catheter was used and ruptured during use. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The target lesion was located in the severely calcified unspecified lesion. A 20mm x 2.25mm quantum maverick balloon catheter was used and ruptured during use. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection of the returned device revealed no damage. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole in the balloon wall 8 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).